Event description:
Medtronic received information regarding a catheter. It was reported that the drainage tube of left ventricle of the brain was placed in the operating room, and the drainage was smooth after operation. 10-22 22:30 the junction of the drainage tube outside the ventricle of the patient fell off. Removed the short end of the short tube and connected the two ends directly. The cause of the event was reported to likely be due material issue of the device. The reported impact to patient was an increased risk of infection. (B)(6) 2022. Rep: no new information.

Manufacturer narrative:
No parts have been returned for analysis. If information is provided in the future, a supplemental report will be issued.